Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 5.0mmx20mmx143cm fg coyote nc mr, japan (nc quantum apex¿) balloon catheter was advanced for dilatation. However, on the third inflation at 10 atmospheres for 8 seconds, the balloon ruptured. The device was carefully removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.